Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the functional testing. However, the display was missing segments due to a cracked connector at the liquid crystal display circuit board. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, cracked display window and a cracked case at a display window corner.

Event description:
It was reported that customer received a motor error alarm. Customer was not exposed to magnetic field or MRI and pump was not dropped. Insulin pump will be replaced. No further information provided.